Event description:
The reporter indicated that a 13.2mm vtich13.2; +2/+4/111 (sphere/cylinder/axis) implantable collamer lens which was intended for the patient's right eye (od), had torn. It was noted it tore during loading, after opening the vial. There was no patient contact. This occurred on (B)(6) 2023. On (B)(6) 2023 a replacement lens of the same length was implanted. The cause of the event was reported as user error.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).